Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, reported single leaflet device attachment (slda) was due to pre-existing patient anatomy (rotated heart, thin posterior leaflet) and poor imaging. The reported poor image resolution was due to shadow on the posterior leaflet. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with grade 2+, a thin posterior leaflet, and a rotated heart. A mitraclip ntw was inserted and deployed. However, difficulties with imaging occurred and approximately 2-3 minutes after deployment, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). No additional clips were implanted. The mr was reduced to a grade of 2. There were no adverse patient effects and no clinically significant delay in the procedure.